Event description:
User facility reported during a endoscopic retrograde cholangiopancreatography procedure the distal end cover on evis exera iii duodenovideoscope fell off into the patient. There was a 20 minute delay due to adjusting the scope to forward view and retrieving the distal tip cover. The procedure was completed and the distal cover was retrieved with model gif h190. There was no harm associated to the patient. This medwatch requires 2 reports. The related patient identifiers are as follows: (B)(6) represents evis exera iii duodenovideoscope. (B)(6) represents the single use distal cover. This medwatch represents patient identifier (B)(6).

Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.